Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation, received on jan 06, 2022 with lot number 1467583. Visual analysis of the returned device identified: crease fold, wear abrasion, crack valve, and an opening on patch/shell bond edge. Leak test and microscopic analysis was performed which identified: crack valve and a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left-side deflation ". Device explanted. Left side.